Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 26mg/dl. Low bg cause was not known. Reportedly, customer lost consciousness. Customer's spouse called emergency medical services (ems). When ems arrived, they provided glucose to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.